Event description:
It was reported that a patient received two inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the device data noted oversensing of noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.